Manufacturer narrative:
The device is unavailable for evaluation. Without the sample or visual evidence to review, the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Subject is a (B)(6) male with history of hypertension, gfr>60, congestive heart failure, cirrhosis with fluid retention, venous claudication and stasis ulcers, and bilateral, lower extremity, femoral popliteal dvt. Contraindication to anticoagulation due to active bleeding from esophageal varix. On 21/jun/16 subject was admitted to hospital, consented, and option¿ elite retrievable vena cava filter was placed without complication. He was discharged on (B)(6) 2016. On (B)(6) 2016, subject developed increased pain and fluid weeping from site of prior wound on dorsum of right lower extremity and presented to local emergency department for evaluation. He was discharged from the emergency department on the same day with no specific treatment delivered and plan for wound care clinic follow up for evaluation and management. The event was ongoing at the time of this initial report. The pi considered the event expected and possibly related to the ivc filter or procedure.